Manufacturer narrative:
The plug was not returned; a photo of an x-ray was used for evaluation purposes. The plug was confirmed to have backed out from its original position. The lot number was not provided so the DHR is unable to be reviewed. The cause of failure cannot be determined at this time as the part was not returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00682.

Event description:
It was reported that two plugs backed out from their mating pedicle screws post-operatively. A revision surgery has not been performed to address the plugs. No patient harm has been reported in association with this event. This is report two of two for this event.